Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error b30, and no image. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: regarding the customer¿s allegation, the cause was traced to a component failure. And for the newly identified malfunction mentioned above, the cause also was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device was showing dots on the screen (noisy image). The issue was found during set up / inspection for use. There were no reports of patient involvement.